Manufacturer narrative:
It was reported that a single communication failure occurred during surgery. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs determined that 3 communications failures occurred instead of one. The first communication failure (not mentioned in the complaint description) was due to a shared communication error in the force sensor loop. The second communication failure (not mentioned in the complaint description) was due to an overforce however the cause of this issue cannot be determined. The third communication failure was due to a controller error however the cause for this issue cannot be determined. UDI # : (B)(4).

Event description:
Surgeon was performing a laser ablation case (1 trajectory) and registering the patient to the robot via contactless registration. The patient was in a lateral position. Surgeon was approaching the last registration point that needed to be collected (right lateral canthus) when the robot shut down due to a communication error. The robot arm, due the patient's lateral position, was approaching it's limits of motion. However, when the robot was restarted surgeon was able to return it to home and then complete registration again with no shutdowns. The shutdown caused a 12-17 minute delay in the case and the patient was under anesthesia during this time.